Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to connect to the pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical japan for evaluation. The pads were visually inspected and found no damage or fault with its connector. The pads were tested by connecting to a test device and no issue was observed. Analysis of reports of this type has not identified an increase in trend.